Event description:
In 2008, the patient reported that the display of his infusion device became damaged during the night and portions of the display are missing and there is a "black steak" down the left side. He stated that he removed and reinserted the battery and this did not resolve the issue. The battery had been in use for 2 weeks. He inserted a new battery and the display was still partial. He stated that the infusion device had not been dropped or exposed to extreme temperatures. He stated that a few days ago, the infusion device was exposed to rain. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.